Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A distributor reported a rescue attempt on a male patient performed by lay users, where the AED did not shock the patient. They reported the patient did not survive to the hospital. Limited event and patient information were provided, and it is not known if the patient had a shockable heart rhythm or if there was a device malfunction.